Event description:
Customer reported to beckman coulter, inc. (Bec) that she cleaned the cartridge chemistry sample probe after receiving obstruction errors from the synchron lxi 725 clinical system. Customer reported that when she attempted to run the system after homing, the analyzer displayed cuvette not dry error. Customer reported that line 3b had broken off the cuvette wash station rinse probe of the synchron lxi 725 clinical system. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist assisted the customer to replace and align the probe. Customer reported that the cuvette wash station was not leaking after the repair.

Manufacturer narrative:
(B)(4).